Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip revision of a pinnacle cup two impaction handles snapped off the back during insertion of the replacement cup. The impactor sheered the rotating knob on the back of the impactors. Four set are available in house so surgical delay was no more than 5 minutes to bring up replacements. No patient known consequences surgery was completed otherwise without incident. Additional during a cleaning of the global ap set the ap broach extractor was noted to be damaged. The handle still functions but the weld appear to have broken and the handle now freely spins. No surgical involvement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.